Event description:
It was reported that the right ventricular lead had t-wave oversensing. The lead had been previously repositioned approximatley one month earlier. The pacing threshold had also risen. The lead was still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.